Manufacturer narrative:
The device was examined and the first thread flank at the top of the screw is partially broken off. It is possible it was damaged by a loose prime lock connection between the retaining sleeve and the screw during insertion. The cause for a loose connection could be during the screw pick up or high friction between the inner and outer sleeve of the retaining sleeve. An exact cause for this complaint cannot be identified.

Event description:
A device report from (B)(4) indicates a hospital in (B)(6) reported: pt implanted on an unk date was returned to the operating room on (B)(6) 2012 to have one polyaxial screw removed because it was placed too medially. The new screw inserted disassembled at the head as it was being inserted the head popped off after surgeon removed the holding sleeve surgeon noted he used lateral forces to re-direct the screw. Another screw was used. The procedure was completed.